Manufacturer narrative:
Based on available information, there was premature release of the vessel locator button. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. The physician lined up the finish arrows (click 3) and the device popped out of artery, losing access to the site. The physician reverted to manual compression. There was no patient injury reported.